Event description:
Caller reported an error, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. While driving, the caller was unable to reset the pump with technical support and planned to contact them when ready, leaving the case open until then. Multiple follow up attempts were made unable to reach patient.